Event description:
The anesthesiologist was preparing the IV tubing prior to use on a patient. The physician was unable to control the flow rate. The flow regulator is defective and does not stop when in the off position.